Event description:
It was reported the pipeline detached from the delivery system during procedure and was implanted in the patient. No patient injury reported.

Manufacturer narrative:
The proximal end of the pushwire was returned for evaluation with approximately 1.6cm of the distal segment missing. It was reported that the missing distal segment was possibly lost during shipping. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).